Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4).

Event description:
Update rec'd 1/26/15- plaintiff¿s preliminary disclosure form was received, which identified part/lot information for the sleeve and stem. The information received does not change the MDR decision.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges patient experienced physical injury, pain, bodily impairment, high levels of toxic metal in blood stream, and suffering. Patient has not been revised. Update: (B)(6) 2012: plaintiff's preliminary disclosure form was received which identified part/lot information. Dob updated. There is no new information that would change the outcome of the investigation. Update rec¿d (B)(6) 2014 - ppd with medical records received. Upon revision, inflammation, brown staining of the bursa, metallosis, brown stained fluid, and osteolysis were noted. The stem and sleeve are being added to the complaint for elevated metal ion levels. The stem remained in situ. This complaint was updated on: (B)(6) 2014.